Event description:
It was reported that during a procedure of the heavily calcified circumflex artery, the xience v met resistance and could not advance to cross the lesion. During removal from the guide catheter it was noted that the stent strut was flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A non-abbott stent was used to complete the procedure without incident. Though requested, there was no additional information provided. Device evaluation revealed the hypotube was separated 19.7 cm distal to the strain relief tubing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood visible in the guide wire lumen and on the hypotube, consistent with the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There was a flared strut in the first row of the proximal end of the stent implant, confirming the reported stent damage. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported failure to advance and the stent damage as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. Damage to the proximal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. The hypotube was separated 19.7 cm distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. Follow up information from the account was unable to determine when the hypotube separation occurred. It is possible the hypotube was kinked during advancement in the heavily calcified lesion and further manipulation during packing for return analysis may have contributed to the hypotube ultimately separating as there was no damage noted to the hypotube prior to use. A review of the product manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage or hypotube separations for this lot. The reported failure to advance, stent damage, and noted hypotube separation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, all stent delivery systems are visually inspected for stent damage and a sampling of units is destructively tested to verify lumen integrity.